Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: hip revision. Original surgery details unknown. Revision surgery was performed on (B)(6) 2014. Reason for revision: polyethylene wear. Surgeon did not make any comments to indicate that this was due to fault or failure of the prosthesis. Patient initials and gender are provided. No further information available.

Manufacturer narrative:
The complaint states that revision surgery was performed on (B)(6) 2014 and the reason for revision was due to polyethylene wear. The surgeon did not make any comments to indicate that this was due to fault or failure of the prosthesis and the doi is unknown. No medical records were received to confirm this. Notification was received stating that no further information or return of parts is available a complaints database search and review of manufacturing records did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(6). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.